Event description:
Using nobel biocare tapered groovy 3.5mm x 13mm implants to place in pt's upper and lower jaw. Fractured implants during insertion. One implant located in pt's upper left jaw (maxilla) and one in lower right jaw (mandible). Both implants fractured and must be removed surgically.